Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose between 30 and 40 mg/dl and the insulin pump went into threshold suspend twice. Mother did not know the cause of the low. She also mentioned that two sensors broke and another one got stuck in the serter during insertion. Mother was unable to troubleshoot at the time and would call back.